Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 10 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a bleeding adverse event on (B)(6) 2018. A log file was reviewed by the technical service representative and confirmed 9 low flow flags on (B)(6) 2018. The low flows did not trigger an alarm as the flows did not stay below the 2.5 lpm threshold long enough to trigger an audible alarm. Additional information has been requested, but has not been provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding and low flow events could not be conclusively determined. The system controller event log file contained approximately 14 days of data, spanning from (B)(6) 2018 02:53:55 to (B)(6) 2018 12:01:21, which captured several low flow events, where the calculate average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. The patient remains ongoing on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.